Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange. Device interrogation prior to the procedure revealed events of noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the lead during the exchange procedure. There were no patient consequences.